Event description:
It has been reported to philips that there was no signal on the monitors in the control room and procedure room. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was outside of clinical use. Field service engineer (fse) inspected the system onsite and confirmed that the no signal on the monitors. As a part of troubleshooting fse found that the ip-pc failure in power supply. So, fse replaced the ip-pc computer, and the system was returned to use in good working order.the codes were updated based on the investigation outcome.